Event description:
It was reported that the programmer was unable to boot up to the main screen, that the screen remained black. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the screen had colored lines and remained blank. The flex tape was misaligned to the low voltage differential signaling (lvds).